Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient called reporting multiple issues. Patient stated she came home after surgery and her right leg hurt so bad. Patient thought that it was just related to the incision. Patient stated that this pain had lessened. Patient said she had no control of her target symptoms at first, but she made some changes with the programmer and that helped her symptoms until last night when she had a sudden return of her target symptoms. Patient also stated that she experienced pain at the implant site after she rolled over onto her right side where the ins was implanted. Patient stated she still had pain at the implant site. Patient stated she was educated under anesthesia, so general ins therapy info and patient programmer (pp) functionality. Patient was assisted in syncing with the ins. Patient confirmed stimulation was on and set to p4 at 1.5v. Patient increased amplitude to 1.7v during call and confirmed feeling comfortable stimulation. Patient was advised to follow up with hcp regarding loss of symptoms control and pain at implant site. This was considered a sudden change in therapy/symptoms. No further symptoms or complications reported or anticipated.